Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the main matrix drawer 1 had failed upon arrival. A field service engineer cleaned both sensors, removed debris from the mirror on the rear of the matrix drawer, and checked all connections to ensure they were secure. The engineer then logged into the hta application and performed a final test on matrix drawer 1. The test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced an issue with the drawer latch, drawer closes and locks, but the system does not register that it was closed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.